Event description:
The customer reported that a patient death occurred and that treatment was delayed due to no alarms occurring at the information center at the time of the event.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.